Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to increase pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device was unable to select the energy level. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6:device problem code. Evaluation results: the device was returned to a zoll approved service provider for evaluation. The customer's report was not replicated of confirmed. The device was recertified and returned to the customer. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. The device defaults to auto escalation of the energy. Analysis of reports of this type has not identified an increase in trend.